Event description:
The risk manager alleged that one of the casters fell off the base frame while a mother was in the bed with her baby. The risk manager declined to release any more information on the event. She did state that euro medical was maintaining their beds when the event occurred. Euro medical repaired this bed but the risk manager declined to release information as to what was repaired. The risk manager did not know which bed or what bed serial number was involved in the event. The nurse manager stated that the patient did not report an injury when this occurred.